Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-distal stent wraps with struts raised. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a severely calcified, severely tortuous lesion, with 80% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery. It was reported that the device failed to cross as vessel was calcified and tortuous. Another attempt was made using a telescope guide extension catheter but this device also failed to cross the lesion. The procedure was not completed. The patient is alive with no injury.